Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('coil themselves just making you ache like your insides they are inflamed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and inflammation ("coil themselves just making you ache like your insides threre are inflamed"). The patient was treated with surgery (essure removal on (B)(6) (year unspecified)). Essure was removed. At the time of the report, the inflammation outcome was unknown. The reporter considered inflammation and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: social media received reporter information was added new event added ache and inflammation and medical device removal event removed. 1st&2nd follow up process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('coil themselves just making you ache like your insides threre are inflamed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("coil themselves just making you ache like your insides threre are inflamed") and alopecia ("loss a lot of hair everytime"). The patient was treated with surgery (essure removal on (B)(6) year unspecified)). Essure was removed. At the time of the report, the inflammation outcome was unknown. The reporter considered alopecia, inflammation and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: social media : reporter added. Event added as alopecia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('coil themselves just making you ache like your insides there are inflamed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("coil themselves just making you ache like your insides there are inflamed"), alopecia ("loss a lot of hair every time") and palpitations ("heart palpitations"). The patient was treated with surgery (essure removal on 15 jun (year unspecified)). Essure was removed. At the time of the report, the inflammation outcome was unknown and the palpitations had resolved. The reporter considered alopecia, inflammation, palpitations and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case: new event heart palpitations was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) (year unspecified)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.